Event description:
According to the medwatch report received from the facility, "during cardiac catheterization procedure, prior to deploying the stent into the FDA, the pt went into ventricular fibrillation. The defibrillator would not charge/respond during attempt to defibrillate the pt. The nurse opened and pushed down on the batteries. It then worked. The pt was stabilized and transferred to the cc unit."